Manufacturer narrative:
Investigation of the customer's complaint is inconclusive. The device in question is not available for evaluation by conmed. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause cannot be identified. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Instructions for use (IFU) provide the user with detailed information regarding proper care & use of device. The cup locking mechanism must be locked at all times when using. IFU advises user to check the pilot balloon frequently to ensure inflation of intrauterine balloon. If balloon ruptures stop all manipulation immediately, remove vcare & replace with new vcare. IFU gives specific direction as to safely & carefully removing the vcare after use. IFU advises to fully aspirate air from intrauterine balloon to deflate. This allows intrauterine balloon to be removed from uterus. Unlock locking mechanism & retract to the handle. Swipe finger around edge of vaginal cup & separate the tissue from the cup to prevent tissue damage. Fully retract vaginal cup to the handle. Carefully remove device from vagina. Dont use excessive force to avoid traumatizing the vaginal canal. Upon removing, visually inspect vcare & patient to ensure the entire device was properly removed & no components were retained in patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare medium (34mm) cup # 60-6085-201a, unknown lot, recently experienced by dr. (B)(6) hospital on (B)(6) 2021. Information received was that the complaint was received from surgical assistant, (B)(6). He relayed that last week friday (B)(6), as they were removing the vcare from the vagina of an older female patient, the blue pneumo occluder cup left a small injury inside the vagina. Patient is fine per assistant. Issue occurred during a robotic hysterectomy, there was no delay to surgery and the case was completed as planned. Although requested, no clarification was received at this time. This report is being raised on the basis of injury as it is noted there was a ¿small injury¿ to the uterus.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare medium (34mm) cup #60-6085-201a, unknown lot, recently experienced by dr. (B)(6) of (B)(6) hospital on (B)(6) 2021. Information received was that the complaint was received from surgical assistant, (B)(6). He relayed that last week friday ((B)(6) 2021), as they were removing the vcare from the vagina of an older female patient, the blue pneumo occluder cup left a small injury inside the vagina. Patient is fine per assistant. Issue occurred during a robotic hysterectomy, there was no delay to surgery and the case was completed as planned. Although requested, no clarification was received at this time. This report is being raised on the basis of injury as it is noted there was a ¿small injury¿ to the uterus.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.